Event description:
A customer contacted baxter's global technical service center asking for therapy assistance with the homechoice (hc) machine after "connect yourself" and before pressing go. The home patient (hp) had a question about fluid coming from the top of the patient line when he went to connect. The technical service representative (tsr) explained that it?s okay if the fluid comes out of the top of the patient line when the hp connects. The patient line was primed all the way to the top. The hp would continue with therapy. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. Should additional information become available, a follow-up MDR will be submitted.